Manufacturer narrative:
Updated b5, d9, g3. Updated h6: updated medical device problem code to a0413, code a0401 was inadvertently entered and should be removed. Updated medical device problem code to a150101, code a1501 is no longer applicable. Added type of investigation code b01. Updated investigation findings code to c070601, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. The device was returned to gore for evaluation and showed the following: the gore® tag® conformable thoracic stent graft with active control system (cmds) deployment system was returned for evaluation. The stent graft with the attached sleeves was not returned. The primary deployment line (pdl) was identified to be broken at the connector. The observations of the device evaluation support the physician¿s report of the primary deployment line breaking. The reported device movement distally after deployment and unintentional coverage of vessels (renal, sma, celiac) could not be confirmed with the currently available information. The deployment line appears to have broken due to tensile forces and is not indicative of a cut. The evidence of rough edges and necking are associated with tensile failure. The cause of the primary deployment line breaking could not be confirmed with the currently available information. The cause of the reported device movement distally after deployment and unintentional coverage of vessels (renal, sma, celiac) could not be confirmed with the currently available information. Based on the available information, it is unclear what occurred after the pdl broke and before the device migrated. Based on this investigation, there is no evidence to suggest a manufacturing deficiency. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
It was reported to gore that on (B)(6) 2025, a gore® tag® conformable thoracic stent graft with active control system (ctag) was used to treat a patient with a thoracic aortic aneurysm. The case planning included a branched custom-made cook device in the aortic arch (brachiocephalic trunk, the left common carotid artery, and the left subclavian artery), as well as a second cook stent graft for the extension in the thoracic aorta. This second cook stent graft was not able to reach the branched module and could not cross the aortic isthmus. Hence, this cook stent graft was not implanted, and instead, the physician decided to use the ctag device. In a 22fr introducer sheath, the ctag device was able to reach the first stent from cook branched device. However, during the first step of deployment, the deployment line broke, making the deployment of the endoprosthesis difficult. The endoprosthesis was partially deployed before the breakage. The physician attempted to pull the deployment handle in order to deploy the device further. However, due to the blood flow, the ctag graft slid down in the abdominal aorta and covered the digestive arteries (celiac artery and superior mesenteric artery) and part of the renal arteries. It was decided to open the patient with a laparotomy access, remove the ctag device, and another ctag device was used to treat the patient. One week later, the patient passed away due to complications in the aortic arch/stroke.

Manufacturer narrative:
Updated b2, b5, d10, g3, h1-2. Updated h6: added health effect - clinical code e0133. Added health effect - impact code f02. Added component code g04122. D10: concomitant medical products: (relevant associated devices used with the device being reported on): a branched custom-made cook device, and a second cook stent graft (not implanted). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met.

Event description:
It was reported to gore that on (B)(6) 2025, a gore® tag® conformable thoracic stent graft with active control system (ctag) was used to treat a patient with a thoracic aortic aneurysm. The case planning included a branched custom-made cook device in the aortic arch (brachiocephalic trunk, the left common carotid artery, and the left subclavian artery), as well as a second cook stent graft for the extension in the thoracic aorta. This second cook stent graft was not able to reach the branched module and could not cross the aortic isthmus. Hence, this cook stent graft was not implanted, and instead, the physician decided to use the ctag device. In a 22fr introducer sheath, the ctag device was able to reach the first stent from cook branched device. However, during the first step of deployment, the deployment line broke, making the deployment of the endoprosthesis difficult. The endoprosthesis was partially deployed (about 75% of its full diameter) before the breakage. The physician attempted to pull the deployment handle in order to deploy the device further. However, due to the blood flow, the ctag graft slid down in the abdominal aorta and covered the digestive arteries (celiac artery and superior mesenteric artery) and part of the renal arteries. It was decided to open the patient with a laparotomy access, remove the ctag device, and another ctag device was used to treat the patient. One week later, the patient passed away due to complications in the aortic arch/stroke.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Product history review is ongoing. Engineering evaluation of the device is anticipated (device currently in transit). The initial reporter has been contacted in order to receive more information on the event and patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a gore® tag® conformable thoracic stent graft with active control system (ctag) was used to treat a patient with a thoracic aortic aneurysm. The case planning included a branched custom-made cook device in the aortic arch (brachiocephalic trunk, the left common carotid artery, and the left subclavian artery), as well as a second cook stent graft for the extension in the thoracic aorta. This second cook stent graft was not able to reach the branched module and could not cross the aortic isthmus. Therefore, the physician decided to use the ctag device instead. In a 22fr introducer sheath, the ctag device was able to reach the first stent from cook branched device. However, an unknown breakage of the delivery system occurred during the deployment. The physician was able to deploy the stent fully; it was not connected to the cook's module and the ctag graft slid down in the abdominal aorta and covered the digestive arteries (celiac artery and superior mesenteric artery) and part of the renal arteries. It was decided to open the patient with a laparotomy access, remove the ctag device, and another ctag device was used to treat the patient.